Event description:
It is reported that the surgeon was impacting the broach into the canal when it broke at the point where the teeth end and the smooth stem starts. The surgeon was able to extract the broken piece from canal.

Manufacturer narrative:
Evaluation summary: it is possible that when broaching the femur, the broach was misaligned and the distal portion of the broach may have come into contact with the cortical bone. This may have increased the resistance, and when impacted, the broach may have fractured at the smallest cross section, which is just below the last tooth on the broach. Alternatively, during broaching the last tooth may have become caught on material, and when attempting to remove the broach with the handle, the broach may have fractured due to the applied force and moment arm. Lastly, the instrument could have experienced material fatigue from use and autoclave of the instrument over the past 13 years, resulting in a fracture. However, no definitive analysis can be completed with certainty. Evaluation: the instrument appears to be customized since the end of the shaft contains a threaded region not specified on the standard production line drawing.